Manufacturer narrative:
MDR 3003442380-2026-84813 / initial 1of 2 name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: california post office or zip code: 92121 based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that infusion set infusion set fell off during use after being in use for one to two days which led to hyperglycemia and treated by correction injection using multiple daily injections. The event occurred on 10-mar-2026.